Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b5/g3: at the time the complaint was reported, there was no mention that the device separated or was removed with the guidewire; this was confirmed during the returned device evaluation. Blocks b6 & b7: not available from facility. Block c: not applicable. Blocks d6 & d7: not applicable for this device. Block h3: the eagle eye catheter was returned in two pieces, with the distal section intact to a .014 guidewire and could not be removed. The distal portion includes the distal tip, scanner, and portion of the distal shaft; measuring approx. 38.2 cm in length. The proximal section includes the remainder of the distal shaft, proximal shaft, exit port, luer, and catheter connector; measuring approx. 129.5 cm in length. Visual inspection found a zippered tear from the rx exit port to the distal shaft. At the location of the separation, the distal shaft was stretched, the microcables were broken, and the core wire was exposed, resulting in sharp edges observed. The total length combined is 167.7 cm, which is outside the measurement spec of 150 +/- 2.5 cm due to stretching. Block h6: the probable cause of the reported failure is damaged during use. Manipulation, strain, impact, and forces associated with use can affect the integrity of the device. Additionally, the device history record (DHR) was reviewed and all released units were manufactured to specification, with no ncrs or deviations contributing to the reported complaint. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an eagle eye platinum (eep) catheter was used for a coronary procedure. During use, the eep was plugged into the system and was recognized successfully; however, during advancement to the lesion, the eep was shredded. The procedure was completed with a new eep with no patient injury reported. The eagle eye platinum was returned in two pieces and was stuck on a 0.014" guidewire. This product problem is being submitted because the eagle eye platinum catheter shaft separated and was removed as a system. There is a potential for harm if the malfunction were to recur.